Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving shock therapy. Device interrogation was performed and it was found that device feature, smart pass was turned of due to low amplitude r-waves. Additionally, the patient received one inappropriate shock as a result of t-wave oversening. The device was not reprogrammed at that time. Subsequently, the next day, the patient received another inappropriate shock as a result of t-wave oversensing and possible p-wave oversening. The health care professional (hcp) reached out to technical services (ts) for troubleshooting and programming recommendations. Upon review, there was also one untreated episode was stored from the same day as well. The shock impedance values ranged from 68-77 ohms. Ts provided the hcp with recommendations. At this time, the device system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving shock therapy. Device interrogation was performed and it was found that device feature, smart pass was turned of due to low amplitude r-waves. Additionally, the patient received one inappropriate shock as a result of t-wave oversening. The device was not reprogrammed at that time. Subsequently, the next day, the patient received another inappropriate shock as a result of t-wave oversensing and possible p-wave oversening. The health care professional (hcp) reached out to technical services (ts) for troubleshooting and programming recommendations. Upon review, there was also one untreated episode was stored from the same day as well. The shock impedance values ranged from 68-77 ohms. Ts provided the hcp with recommendations. At this time, the device system remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room after receiving shock therapy. Device interrogation was performed and it was found that device feature, smart pass was turned of due to low amplitude r-waves. Additionally, the patient received one inappropriate shock as a result of t-wave oversensing. The device was not reprogrammed at that time. Subsequently, the next day, the patient received another inappropriate shock as a result of t-wave oversensing and possible p-wave oversensing. The health care professional (hcp) reached out to technical services (ts) for troubleshooting and programming recommendations. Upon review, there was also one untreated episode was stored from the same day as well. The shock impedance values ranged from 68-77 ohms. Ts provided the hcp with recommendations. At this time, the device system remains in-service. No adverse patient effects were reported. Additional information was received that this patient underwent a therapy upgrade procedure where this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced with an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.